Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. A 1.6mm jetstream sc atherectomy catheter was selected for an atherectomy procedure in the 5cm long peroneal artery. The device was ran once. An attempt was made to come back and try to run again but the device wouldn't go and it was noted the device got stuck on the wire. The device and the non-bsc wire were removed. A new wire and a 1.85mm jetstream sc atherectomy catheter were used to complete the procedure. There were no patient complications. A very good patient outcome as noted.